Event description:
Event is now reportable based upon the analysis completed on 09/27/2007. It was reported that during a drug eluting stenting treatment procedure inflation difficulties occurred. The 70% stenosed lesion was located in the severely tortuous, non calcified left anterior descending artery. The vessel was predilated with an unknown 2.0x15mm balloon. The 2.50x16mm taxus liberte stent system was unable to be inflated to 6 atmospheres. The balloon catheter came out with the stent. The balloon dilatation was finished without another stent. The procedure was completed with a different device. The patient status is good with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
The device was returned to the complaint investigation site for analysis. An encore inflation device was used to inflate and deflate the device. The device inflated at 12 atms within 5 seconds with no issues noted. One distal stent strut was pulled distally towards the tip. No kinks or damage were noticed along the shaft of the device. The balloon was visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed handling damage would be the most probable root cause.